Event description:
It was reported that during a laparoscopic gastric sleeve procedure, there were non forming staples. The sleeve was performed using the device, the first firing was a black with seam guard, the second firing was green w/seam guard, the third firing green with seam guard-all of these firings were acceptable. The fourth firing was green w/seam guard and this firing cut but the staples did not form on the patient's side. The surgeon had to over sew the staple line. Another device was opened and the last firing was a green w/seam guard. The patient presented with a leak twenty-four hours after the procedure and was taken back to the or. The leak was at the site where the stapler misfired. The patient seems to be doing well after the leak was repaired.

Manufacturer narrative:
(B)(4). Results: video analysis/device retained by risk management an intra operative video was received. Based on the review, a potential cause of the event may be due to utilizing a green staple cartridge and double buttressing which resulted in internal staple cartridge component interference. The video however does not provide any evidence to what may have caused the disruption of staple deployment during firing. Hands on analysis of the staple cartridge will probably provided the physical evidence to determine cause of this complication. The device is currently be retained by legal.